Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the tissue pad was severely worn and partially peeled. The manufacturing record was reviewed with no irregularities. This type of tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already states. Warnings: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The two subject devices were used for an ectopic pregnancy case and both devices failed. The tissue was very vascular and thickened as it was an ectopic pregnancy. The subject devices were replaced with another system of a competitor and the procedure was completed. There were no patient injury reported. Olympus medical systems corp. (Omsc) received the two devices. As a result of omsc's investigation on (B)(6), 2016, the phenomena below were found. The first device: tissue pad was severely worn and partially peeled. The second device: tissue pad was severely worn. The coating on the outer surface of the jaw had partially come off. This is the report regarding the tissue pad damage of the first device. Please cross-reference the following report about the tissue pad damage and the coating damage of the second device: 8010047-2016-00942, 8010047-2016-00943.